Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient experienced being shocked while recharging. It was reviewed that it is not expected that the recharger would cause shocking sensation by transmitting energy to the battery. The caller provided the following impedance ranges from the tablet. All electrode indicators are green: r mono 951-1135 bipolar 1232-1752, l mono 918-1016 bipolar 1279-1549, left 1 stn 1513ohms 1.4ma, l 2 1330 1.4m, r 1 1395 2.8ma, l 2 1615 2.1ma. The caller also stated that the patient's controller only showed on and ok. The caller expected it to show the group and parameters on the patient controller. It was reviewed that this is a setting that can be changed on the programmer. The caller stated they changed it to advance adjust. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they worked with technical services over the phone with the patient to troubleshoot all possible scenarios recommended. The group determined the system was intact and working and hadn¿t received any shocking sensation since the event occurred on (B)(6) 2019 suggesting the issue was resolved. No further complications were anticipated.